Event description:
Information was received indicating that at the end of therapy this smiths medical cadd extension sets, leaking was noticed. It was reported that the leak appears to be coming from the connections between either the cassette and the tubing or the connection to the patient. Reported that all connections are taped before leaving the pharmacy. No patient consequences were reported. No adverse effects were reported.